Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the ac power was failed. A field service engineer found the station failing to complete boot, repeatedly restarting after failing to detect the drive. All main drawer bus cable connections and sata hard drive connections were re-seated, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the ac power had failed. User tried to reboot and recover but was unsuccessful. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.